Manufacturer narrative:
(B)(4). Investigation summary: a suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation.a scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The fracture surface contained microvoid coalescence (mvc), a form of ductile failure. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing,packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am2636 number, and no non-conformances were identified to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopy on (B)(6) 2019 and the suture was used for wound closure. A suture was used on closure layer at the end of a laparoscopy and it was noticed that the tip was starting to break off. The tip was retrieved. There were no patient consequences reported.